Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/17/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after spaceoar placement, the computerized tomography scan was reviewed and the radiation oncologist observed hydrogel present in the rectum, leading to a postponement of the patient's radiation therapy. The patient is scheduled to undergo a colonoscopy for further imaging. Boston scientific has been unable to obtain additional details, despite of the good faith efforts (gfes).